Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead was found to be dislodged under fluoroscopic imaging. During the procedure to reposition the lead, the helix would not extend. The lead was removed and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.